Event description:
Balloon rupture. The patient had longer heart arrest time. (Longer surgery time)

Manufacturer narrative:
The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The edges of the burst are inconsistent in wall thickness. There is significant wall thinning in the area of the burst. Water was introduced through all of the device lumens and the water flows from where it should with no functional defects detected. These devices are visually and functionally tested 100% prior to packaging and the balloon was not in this condition at that time.